Event description:
After successful deployment of a 23mm sapien 3 ultra valve and esheath removal an angiogram was performed and a dissection in the rcfa was noted. The physician attributed the injury to difficulty in placing the perclose devices using the pre-close technique. There was no allegation of failure of any (B)(6) product. Vascular surgery was called to do a cutdown and repair of the vessel. The patient remained stable throughout the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).